Event description:
It was reported that the patient presented to the clinic and noted that the patient had been moving their device generator around. X-ray showed the right atrial (ra) lead had lost all its slack and had moved to the pocket much like twiddler syndrome. The ra lead was explanted, and a new ra lead was implanted sub pectoral. The patient condition was stable throughout the procedure.